Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0, 74.0, and 125.5 cm from the proximal end; the coil was intact with the pusher assembly. Conclusion: one ruby coil was returned in a display cardboard box that listed three different lot numbers and, therefore, the actual lot number of the returned ruby coil could not be identified. Evaluation of the returned device revealed that the unidentified ruby coil was detached from the pusher assembly and the pull wire was still intact with the ddt capture feature. If the ruby coil is manipulated forcefully against resistance, it is likely that the polymer segment of the pusher assembly will elongate. This elongation may cause the ddt to extend beyond the reach of the distal tip of the pull wire, and allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Further evaluation of the returned devices revealed that the other ruby coil pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during preparation. If the device is forcefully manipulated at an angle against resistance, it is likely that damage will occur. The kinked px slim mentioned in the complaint could have contributed to the damage that occurred to the ruby coils. The px slim and the other two ruby coils mentioned in the complaint were not returned for evaluation. The ruby coils are 100% functionally tested and visually inspected for damage during in-process inspection. The catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00738, 00740, 00741 and 00751.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During preparation for the procedure, two ruby coils became kinked while advancing into the px slim and were not used. Upon removing a new ruby coil from the packaging, the pusher wire became kinked and was not used. A fourth ruby coil was found kinked at the pusher assembly and a px slim became kinked at the strain relief. All the devices were damaged during preparation for the procedure and were not used.